Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with positive blood cultures for candidemia. The physician stated that the infection source was probably from the wounds from the patient's lower extremities. The pacemaker, right atrial (ra) lead, right ventricular (rv) lead and right ventricular left bundle pacing (rvlbp) lead were explanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: section h3 device evaluated by manufacturer - the radio button should have been selected as "yes", rather than "no".